Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a gray, blank screen that illuminated without showing content and did not respond to the wake/sleep button, and the user had already attempted charging and a forced restart; a replacement ilet was sent. Symptoms included no injury or adverse clinical effects. Outcomes included the user discontinuing the ilet and using backup injections, with no reported changes in blood glucose before disconnection and no need for medical attention. Investigation included remote troubleshooting and education. Investigation of the returned device revealed a device malfunction consistent with an unresponsive wake/sleep button or display failure.